Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history did not show any time or date resets. The pump was exercised for 120 hours, and the time difference observed was 10 seconds, which falls within required specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded, discolored display lens, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed that the keypad buttons are intermittently responsive, and there was evidence of contamination found under all button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother reported that over the past 2 months the pump clock is losing time. She reports it can be as much as 1 hour in a 24 hour time period.